Event description:
Lv lead was explanted and replaced due to noise and high impedance (greater than 3000 ohms). No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.